Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead had low impedance and noise on lead when lifting heavy objects which was reproduced in the office. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2005. (B)(4).